Event description:
It was reported that, when assembling bipolar cup #53, the surgeon had difficulty assembling the shell after putting together the head and liner. Despite several attempts, he could not get it right. Eventually, he noticed that the ring had deformed, but he could not determine exactly when this had happened. As a result, the surgery was completed with another shell. No patient harm or impact reported. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.